Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker initially showed 3.5 years battery life remaining. However, after several months, this device showed 2.5 years remaining. Boston scientific technical services (ts) performed a data disk analysis and the result showed that this device was operating normally. However, the fluctuation in the longevity remained. Several attempts to obtain additional information were unsuccessful. The device remains in service as of this time. No adverse patient effects were reported.